Event description:
As reported per the clinical trial dvl-he-018: the subject patient was admitted to the hospital on (B)(6) 2023 and underwent relaparotomy with open removal of the pancreatic remnant on (B)(6) 2023, during which a bard/bd phasix mesh was trimmed, placed in onlay fashion and sutured. The midline fascia was completely closed with slow absorbing monofilament 2-0. A 3cm overlap in all directions was achieved. On (B)(6) 2023, the subject patient was diagnosed with gastric bleeding with hemorrhagic shock 24 hours postoperatively and had an emergency revision. Intraoperative finding of the biliodigestive anastomosis, which is sutured over and had precautionary removal of the mesh due to potential risk of infection. Both events ended with the operation. Patient was discharged from hospital on (B)(6) 2024. The reported adverse event (gastric bleeding hemorrhagic shock) has been assessed per clinician as not related to the study device, definitely related to the procedure and recovered/resolved. The ae has been assessed as severe in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of a uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, the phasix mesh was explanted for non-mesh related adverse event. The clinician has assessed the patient's gastric bleeding with hemorrhagic shock as not related to the study device, definitely related to the procedure and recovered/resolved. The mesh was explanted as a precautionary measure due to the non-mesh related gastric bleeding with hemorrhagic shock. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.